Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that they experienced high blood glucose level of 453 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer received a calibrate now alert outside of the expected timing. Customer reported the calibration icon shows a decreased time remaining. The insulin pump was not returned for analysis.